Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 14fr esheath plus was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: esheath plus IFU, procedural training manual, and device preparation manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was unable to be confirmed without returned relevant imagery or device. As the device and lot information was not returned, engineering was unable to perform any visual inspection, functional testing, dimensional analysis, DHR, or lhr. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, post s3u valve deployment inside a surgical valve, a 24 non-ew balloon was used to fracture the surgical valve. The 24 non-ew balloon ruptured during the bav. Removing the non-ew balloon through the esheath was challenging. While removing the burst non-ew balloon, it was noted that the inner liner of the esheath began to fold inward (delaminate) - 2.5 cm from the tip of the sheath." A ruptured balloon will likely have an altered profile, potentially resulting in the balloon catching onto the sheath distal tip and liner during retrieval. The liner can then be delaminated with the excessive device manipulation to overcome the resistance by the altered balloon. In this case, available information suggests that procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, prior to removing the sheath, part of the sheath folded inward into the outer portion approximately 2.5 cm from the tip without edwards dilator. A 24 true balloon was used to fracture the surgical valve in valve post-s3u deployment. The implanter peeled away the blue outer layer of the sheath to visualize that the inner whitish core of the sheath plus was fully intact after removal. Removal was challenging and caused a significant splash of heme as the sheath exited. The patient did not require a blood transfusion. The patient left the procedure in stable condition. The device was discarded at the hospital.